Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported pain, deformity and implant rupture diagnosed by ultrasound on the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Deformation: unable observed deformation on the device. Lot number in the patch: 2235281and catalog number: n-trf295 refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. Pain: unable to observe as it is a medical event not related to the device. Deformation: the deformation is not possible observed because the device is ruptured. Additional observations: red particles observed in the gel.

Event description:
Physician reported pain, deformity and implant rupture diagnosed by ultrasound on the right side. The device has been explanted and replaced with a non-allergan device.